Manufacturer narrative:
The device was returned for evaluation. The pawls were broken and would not hold the ratchet extension arm properly. This would affect the intended function of the device. The device history record (DHR) was reviewed with no abnormalities related to the reported failure. The complaint was confirmed. The observed condition was likely caused by improperly handling of the device. The definite root cause could not be reliably determined. Yearly preventative maintenance is highly recommended. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the a2114 mayfield infinity xr2 skull clamp caused slippage on patient's head intraoperatively. No patient injury or laceration was reported and no known surgery delay.